Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove; time of malfunction during vessel closure; symptoms/ae:none; it was reported that a physician, trained in the use of the starclose device, performed an arteriotomy closure in the common femoral artery. The device was difficult to remove. The physician had to dissect a portion of the tissue tract to remove the device. There were no patient adverse effects reported. Hemostasis was achieved by the device. No add'l info avail.